Manufacturer narrative:
Unit passed the functional test, including the self test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime, system sensor test, off no power test and excessive no delivery test. All operating currents are within specification. Upon visual inspection unit had vibrator motor adhesive not adhering. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump is making loud noise during a bolus attempt. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery is not low and a new battery was installed and the pump continues to make a loud noise. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.